Event description:
The patient had received a few shocks and was visiting the doctor to have the ICD checked. When the device was interrogated, the programmer screen warned that the high voltage impedance was low and that any shocks with this impedance could damage the ICD. The real-time egm screen showed constant noise since the therapies had been delivered. The ICD was later explanted.

Manufacturer narrative:
H.3 eval summary: it is believed that there was an insulation breakdown between hv and hv/2 in the output module of this device causing an arc between output transistors. The arc caused excessive energy to dissipate throughout the output module, which melted areas of components and allowed voltage breakdown across other points in the module. Corrective action: the output module substrates have been redesigned to increase the spacing between ground and high voltage thereby decreasing the probability of arcing between output transistors.